Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 340 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, the patient gave a manual correction with an insulin pen and placed a new pod.

Manufacturer narrative:
The investigation found a tear in the exposed portion of the soft cannula. Although the cannula was damaged, the timing and cause of the damage are unknown. Fluid diverted through the tear of the exposed soft cannula upon rotation of the ratchet gear. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The device was returned fully deployed. A root cause for the reported dislodged cannula could not be determined.